Manufacturer narrative:
The report of underdelivery could not be duplicated. The unit however, failed occlusion pressure testing which is not related to the complaint. The frequency of occurrence of death or serious injury for underdelivery complaints for lifecare is approx. .48/million sets used.

Event description:
Underdelivery reported. The pump had been in use with a flow detector and repeated alarms for "low flow" occurred. It was thought that the flow detector was not operating properly, so it was removed and the device was programmed to deliver with a dose limit. The pump was set to administer and unspecified maintenance fluid with an unspecified amount of potassium chloride at 300 ml/hr. When the nurse checked the infusion after one hr, only 100 ml had infused. The reported underdelivery did not cause any adverse pt effects.